Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant cramping') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal distension ("bloating"), migraine ("migraine"), adenomyosis ("adenomyosis"), dyspareunia ("pain during sex") and genital haemorrhage ("genital bleeding"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the abdominal pain lower, abortion spontaneous, pregnancy with contraceptive device, weight increased, abdominal distension, migraine, adenomyosis, dyspareunia and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, adenomyosis, dyspareunia, genital haemorrhage, migraine, pregnancy with contraceptive device and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('constant cramping') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), abdominal distension ("bloating"), migraine ("migraine"), adenomyosis ("adenomyosis"), dyspareunia ("pain during sex") and genital haemorrhage ("genital bleeding"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the abdominal pain lower, abortion spontaneous, pregnancy with contraceptive device, weight increased, abdominal distension, migraine, adenomyosis, dyspareunia and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, adenomyosis, dyspareunia, genital haemorrhage, migraine, pregnancy with contraceptive device and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.